Manufacturer narrative:
The explanted device was not returned to manufacturer as it was discarded. Without return of the device the reported clinical observation cannot be confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No CAPA is applicable; however, edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a 25mm mitral valve was explanted at implant. Valve was being replaced due to exiting prosthetic valve endocarditis. The patient had been removed from bypass when significant regurgitation was observed. Operative observation noted the annulus had to be cleaned completely due to the amount of infected material. Patient was placed back on bypass and the explanted device was replaced with a model another 25mm bioprosthetic valve. No patient complications were reported. Device was discarded. Patient was discharged in stable condition.